Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 1 day post op exam. A brief description of the event indicated the surgeon smoothed striae by performing a flap lift and rinsed at the slit lamp with hypotonic saline cannula and wecks. The patient's chief complaint was that the right eye's visual acuity was blurry. Pre-op; bcva from (B)(6) 2016: right eye pre-op 20/20 -.25 x -4.25 x 9. Left eye pre-op 20/20 -.75 x -5.00 x 174.